Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that the alarm sound on the mx550 monitor in (B)(6) hospital operation department volume is too low. Because of this issue, operation staff did not notice blood pressure decrease on a patient. The operation department wants to have a louder sound alarm. The device was in use on a patient at the time of the event. There was no adverse event reported.